Event description:
Patient reported: (B)(6) 2010: patient underwent ventral hernia repair procedure. The mesh was fixated with sorbafix tacks. Since the time of implant, the patient is reporting that he is experiencing debilitating pain and is sure the surgeon put a tack right into a nerve. The patient reported that he has loose tacks in his peritoneal cavity. The patient reported that he can palpate and feel a tack on the outside of his abdomen.

Manufacturer narrative:
Based on the available information, it is unknown whether or not the device may have caused or contributed to the event. Available information indicates no device will be returned. Patient reported "the surgeon put a tack right into a nerve. Contraindication in the IFU states " contraindications associated with laparoscopic and open surgical procedures relative to mesh fixation apply, including but not limited to: fixation of vascular or neural structures." This MDR includes all patient, event and device information davol has received to date.